Event description:
The customer stated that he was hospitalized for low blood glucose and the reading was 13 m/dl. The customer could not recall the date of the hospitalization, but stated it was about three weeks age. Troubleshooting was performed and the insulin pump passed the displacement test. The bolus history showed that large amounts of insulin had been given. The customer did not recall taking that much insulin on those days. The customer did not feel safe using the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.